Manufacturer narrative:
Complaint statement (B)(4): received 4pcs 456073p/b230535k for evaluation. Received customer pictures. We have no remaining inventory of this material/batch. We have no further complaints for this material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, additive, and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Additive content was found to be within specification in all tested samples. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction is not duplicated.

Event description:
Customer states 3 subjects in a row yielded extremely hemolyzed serum after centrifuging. Customer used a different sst (lot b2207389) to see if there was any blood drawing procedure that caused this, but it yielded correctly. There is only one phlebotomist that performed these drawings. Customer states: all tubes were filled until the vacuum expired, but sometimes the tubes were slightly under the fill line; tubes were inverted 5-10 times after collection; tubes allowed to sit upright for 30 minutes before centrifugation. Centrifuge (unico power spin) spins at 1800g according to the lab manual per study protocol.